Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused unspecified health restriction. The patient did report to receive medical intervention and is receiving medical treatment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation that a bipap device's sound abatement foam became degraded and caused unspecified health restriction. The patient did report to receive medical intervention and is receiving medical treatment. Despite of multiple attempts made to (B)(6) by email on 08/25/2022, 08/31/2022, 09/08/2022 ; the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 updated in this report.